Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged discrepant results for 3 samples while using the cobas® sars-cov-2 assay for use on the cobas® 6800/8800 systems. The alleged samples initially generated positive sars-cov-2 results on the cobas® liat. The same samples were retested on the cobas® 6800 which yielded sars-cov-2 negative results. No harm is indicated. An investigation is in progress to evaluate the customer issue. As per FDA guidance, 3 mdrs will be filed.

Manufacturer narrative:
Investigation is in progress. A supplemental MDR will be submitted once the investigation is completed. Facility name truncated due to character limit: (B)(6) hospital. (B)(4).

Manufacturer narrative:
No product problem or systemic issue was identified and the differences observed are likely sample specific. The differences observed between the different results are likely a result of the sample having a low level of viral genomic material present. Samples at the lod of an assay can be expected to generate wavering results upon repeat with the same platform or different platforms. Another potential cause that cannot be ruled out would be some kind of contamination during sample handling. ------- (B)(4).